Event description:
The pt experienced infection at the implantable neurostimulator (ins) site one week post-implant; the device was removed. Additional details are unk. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).